Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-48724. Related manufacturer report number: 1627487-2020-48725. It was reported patient was experiencing uncomfortable stimulation while passing through scanners. Programming was unable to solve the issue. X-rays confirmed that patients lead have migrated. Surgical intervention will be undertaken to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein all the leads were explanted and replaced. Reportedly therapy was restored .

Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.